Event description:
The distributor complained regarding the presence of colored dot in the fifteen dressings. It was unknown whether the product was used on patient or not. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 13 of 15.e1: complainant country: philippines. Name of affiliation: getz bros. Philippines, inc. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 1049092.manufacturing site: 9618003.